Event description:
On (B)(6) 2014, during procedure of removal of hardware and orif of left clavicle the tip of the hook probe was noted missing upon removal of the instrument. The surgical site was copiously irrigated. The final fluoroscopy still did not show the missing piece.